Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual evaluation of the returned device found that the flare was detached and the handle cannula was in good condition. There was evidence of the flaring process performed during manufacturing. Further examination found the catheter was slightly kinked in the extreme of the strain relief and the catheter was kinked in the distal section. In a addition, the wire was kinked in the middle of the device. Functional testing could not be performed due to the flare detachment. The flare detached; this condition does not allow the device to be actuated. The most probable root cause classification for the reported failure is handling damage. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used in the large bowel during a polypectomy procedure performed on (B)(6), 2015. According to the complainant, during the procedure, the handle could not be opened completely and the snare wire would not come out of the tip of the sheath. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.